Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due prime anomaly test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that they were stuck rewind process. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they are unable to exit the preparing to prime loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.